Manufacturer narrative:
Device evaluated by MFR: product analysis ¿ as found condition: the pipeline flex embolization devices (pli-10/20/30) and the phenom 27 catheter (pli-40) were returned for an alysis within a shipping box, within individual opened outer cartons, within individual opened inner pouches, and within individual dispenser coils. Damage location details: (pli-10) the pipeline flex pusher distal hypotube was found stretched with the shrink tubing pulled back from proximal bumper. The proximal bumper was found intact. The pipeline flex distal core wire was found broken at ~82mm from the proximal bumper. (Pli-20) the pipeline flex pusher distal hypotube was found stretched with the shrink tubing pulled back from proximal bumper. The proximal bumper was found intact. The pipeline flex distal core wire was found broken at ~85mm from the proximal bumper. (Pli-30) the pipeline flex pusher distal hypotube was found stretched with the shrink tubing pulled back from proximal bumper. The pusher was found to have detached at the distal hypotube weld (solder joint). The detached pusher distal segment was found still within the introducer sheath. In addition, the pusher distal core wire was found broken while still within the introducer sheath. The detached pusher distal segment was removed from within the introducer sheath. The pipeline flex distal core wire was found broken at ~74mm from the proximal bumper. (Pli-40) upon inspection, a pipeline flex braid was found stuck within the phenom 27 catheter hub. The phenom 27 catheter hub was found in good condition. No bends or kinks were found with the phenom 27 catheter body. The catheter distal tip was found in good condition. Both ends of the pipeline flex braid were found open, but damaged (frayed). Both ends of the second pipeline flex braid were found open, but damaged (frayed). The broken pipeline flex pusher sleeves/tip coil were found damaged. It could not be determined which pli the first pipeline flex braid belongs to (stuck at hub). It is likely the second pipeline flex braid (distal) belongs to pli-10. ¿ testing/analysis: the phenom 27 catheter was dissected to remove the stuck pipeline flex braid with the phenom 27 catheter hub. An in-house 0.021¿ mandrel was inserted into the phenom 27 catheter and became stuck at ~20.0cm from the distal tip. The phenom 27 catheter distal segment was dissected, and a second pipeline flex braid was removed along with a broken pipeline flex sleeves/tip coil. (Pli-10) the broken pipeline flex distal core wire was sent out for sem (scanning electron micrographic) failure analysis. Per the analysis report, the wire failed via torsional overload. (Pli-20) the broken pipeline flex distal core wire was sent out for sem failure analysis. Per the analysis report, the wire failed via torsional overload. (Pli-30) the broken pipeline flex distal core wire was sent out for sem failure analysis. Per the analysis report, the wire failed via torsional overload. The detached pipeline flex pusher was sent out for sem / eds (energy dispersive spectroscopy) elemental analysis. The elemental analysis of the detached pusher end shows the presence of tin (sn). ¿ conclusion: (pli-10) based on the device analysis and reported information, the customer¿s ¿failure/incomplete open distal¿ report could not be confirmed. Possible causes of ¿failure/incomplete open distal¿ include patient vessel tortuosity, damaged braid, or user deploys braid in vessel bend. It was reported that the pipeline flex braid was not placed in a vessel bend ruling out ¿user deploys braid in vessel bend¿ as a potential cause. In this event, it is likely the patient¿s ¿severe¿ vessel tortuosity and the damages found with the pipeline flex braid (fraying) contributed to the failure to open. Regarding the damages found with the pipeline flex hypotube (stretching) and the distal core wire separation it is likely that there was over-manipulation of the pusher during resheathing. In addition, the patient¿s ¿severe¿ vessel tortuosity and the resheathing of the pipeline flex more than two times likely contributed to the damages found (pusher stretching/separation, braid fraying). (Pli-20) based on the device analysis and reported information, the customer¿s ¿stuck in catheter hub¿ report was confirmed. In this event, it is likely the resistance was caused by the stuck pipeline flex braid within the distal segment of the phenom 27 catheter. Regarding the damages found with the pipeline flex hypotube (stretching) and the distal core wire separation it is likely that there was over-manipulation of the pusher during resheathin g. In addition, the patient¿s ¿severe¿ vessel tortuosity and the resheathing of the pipeline flex more than two times likely contributed to the damages found (pusher stretching/separation). (Pli-30) based on the device analysis and reported information, the customer¿s ¿stuck in catheter hub¿ report was confirmed. In this event, it is likely the resistance was caused by the stuck pipeline flex braid within the hub of the phenom 27 catheter. Regarding the damages found with the pipeline flex hypotube (stretching), pusher detachment at weld, and the distal core wire separation, it is likely that there was over-manipulation of the pusher during resheathing. In addition, the patient¿s ¿severe¿ vessel tortuosity and the resheathing of the pipeline flex more than two times likely contributed to the damages found (pusher stretching/separation). Additionally, detachment can occur due to inadequate solder/tinning. The analysis showed presence of soldering material (tin); thereby indicating that the soldering was conducted. (Pli-40) based on the device analysis and reported information, the customer¿s ¿stuck in catheter hub¿ report was confirmed. In this event, it is likely the resistance was caused by the stuck pipeline flex braid within the hub of the phenom 27 catheter and within the distal segment of the phenom 27 catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline flex with shield that failed to open at the distal end and 2 other pipelines used in the same procedure that had resistance. That patient was undergoing a procedure for flow diversion treatment of unruptured saccular cavernous segment aneurysm. The aneurysm max diameter was 15mm and the neck diameter was 7mm. The distal landing zone was 4.3mm and the proximal landing zone was 4.9mm. Vessel tortuosity was severe. It was noted that all devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed continuously with heparinized saline. The first pipeline (model: ped2-500-30, lot: b263805) was delivered and failed to open at the distal end. The pipeline was not positioned in a vessel bend. More than 50% of the pipeline was deployed when it failed to open. The pipeline was r esheathed more than 2 times. Balloon angioplasty was attempted but unsuccessful. Finally the pipeline was resheathed and removed with the microcatheter. A pipeline (model: ped2-450-35, lot: b279129) was then tried. It was noted that physician engaged the pipeline properly in the phenom catheter hub but there was a lot of resistance and the pipeline was stuck at the catheter hub. The physician attempted to release the slack in the system but it did not resolve the issue. A third pipeline (model: ped2-450-30, lot: b270967) was then tried and also had resistance and became stuck at the phenom catheter hub. It was noted that the catheter was damaged at the hub or proximal end. Finally both devices were replaced and another pipeline 450-30 was able to be delivered in the new phenom microcatheter and was successfully deployed and implanted.  There were no patient symptoms or complications associated with this event. Post-procedure angiography showed good results.